Event description:
It was reported that three anchors were used. Sutures broke and 2 anchors remain in the pt, the third anchor was able to secure the anchor. The procedure experienced a 30 minutes delay and a back-up device was available to complete the repair. There was no pt injury reported and no additional info available at this time.